Event description:
It was reported that the left ventricular lead impedance was high and an apparent lead fracture was detected under x-ray. It was also noted that during implant, the proximal end of the stylet was cut and left in the lead to help maintain a stable position. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and all conductors had fractured. It was also noted that all conductors were distorted, stretched, and had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression.